Manufacturer narrative:
In an research article, two patients with residual shunts, one patient with air embolism and one patient with atrial fibrillation were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "patent foramen ovale closure in india; feasibility, challenges and mid-term outcomes", was reviewed. This research article is a retrospective single center experience to explore the challenges and feasibility of patent foramen ovale (pfo) closure in the indian setting. Amplatzer pfo occluder and unknown non-abbott devices were associated with the study. The article concluded pfo closure is beneficial in patients who have high risk anatomical attributes for embolic stroke of undetermined source (esus); establishing a cardio-neurology team is crucial in identifying and triaging patients to maximize the benefit of this therapy in the indian setting. [The primary and correspondence author of the article is vigi thomson, md, department of cardiology, christian medical college and hospital, ida scudder rd, vellore, tamil nadu 632004, india, with the corresponding email: vijisamuel.t@cmcvellore.ac.in].